Manufacturer narrative:
As reported, the white cannula of a 5f mynxgrip vascular closure device (vcd) wouldn¿t come out and appeared like sealant had melted into it and wouldn¿t move. The physician converted to manual pressure, and there was no patient injury. Additional information was requested but not provided. The device used was not returned for evaluation, instead two sterile mynxgrip vascular closure device 5f units were returned for investigation inside a sealed pouch bag. Visual inspection of the devices showed that the shuttles were engaged to the black handles, while the stopcocks were observed to be open, with cordis mynx syringes detached from the units. No catheter sheath introducer (csi) was returned for this evaluation. The sealants were in manufactured position, the advancer tubes were in manufactured position, and the sealant sleeve protectors were found in manufactured position. The balloons showed no abnormal conditions to be reported. Additionally, no additional anomalies were observed during this visual analysis. The inflation/deflation test was executed on the returned units, and no issues related to the reported event were observed, as the balloons inflated and deflated as expected. Additionally, a deployment simulation was executed, and during this additional analysis no issues were denoted regarding the advancer tube deployment mechanism. The reported event of ¿sealant failure to deploy-advancer tube¿ was not observed through analysis of the two sterile devices returned as the advancer tubes advanced as intended during the functional analysis. The exact cause of the issue experienced by the customer could not be determined during product analysis. Based on the limited information available for review and the product analysis, it is not possible to determine the factors that may have contributed to the reported failure to deploy, as the device used was not returned and the sterile devices showed no issues with the advancer tube deployment mechanism. However, procedural/handling factors, such as an incomplete shuttling down of the shuttle, possibly contributed to the issue experienced since there were no anomalies/damages noted to the device that could have contributed to a deployment issue. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the white cannula of a 5f mynxgrip vascular closure device (vcd) wouldn¿t come out and appeared like sealant had melted into it and wouldn¿t move. The physician converted to manual pressure, and there was no patient injury. Additional information was requested but not provided. The device is being returned for evaluation.